Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 01 after loading. The customer noticed a crack along the back of the cartridge. During troubleshooting with tandem technical support, the customer attempted to load a new cartridge and received an inaccurate fill estimate. Reportedly, the customer had used cold insulin. There was no impact to the customer's blood glucose level.